Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the catheter was inserted 2001. In 2002, catheter failure was noticed. X-ray showed that the catheter tip had come loose and was found in the arteria pulmonalis. Tip remains in patient. Patient was given a new catheter.